Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had rewind anomaly as well as received a failed battery now alarm. The customer¿s blood glucose level was 385 mg/dl. The customer states that the pump will not rewind and change the battery. The customer was unable to continue the troubleshooting for failed battery. The insulin pump will not be returned for analysis.